Event description:
Customer reported issues with cart failures and noted that the pump was not accurately reading full insulin levels after changes were made. There was no adverse impact to the customer's blood glucose level. The customer declined a call back from the technical support team, and no further actions were detailed.